Event description:
It was reported that the device was stuck with the guidewire. A 10 mm x 2.25 mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the device was stuck with a non-boston scientific guidewire. The devices were removed as a single unit and the procedure was completed with another of the same device. No patient injury reported.